Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No visual issues. A functional evaluation was performed on the returned device and found plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. The ablate button does not function when pressed. Coag and mode function as normal. Opening the wand handle revealed no issues with the button board. None of the buttons activated on their own in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with device design. Factors that could have contributed to the failure include air becoming trapped inside the tape on the pcba and result in intermittent or non-responsive finger switches. Based on this investigation, the need for corrective action is not indicated. An update to design of the device has been initiated to address this issue.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy procedure, the werewolf wand was activated although the button was not pressed. The procedure was completed using a back-up device and it unknown if there was surgical delay. No further complications were reported.